Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set had connection issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that malfunction of tubing pulling apart and becomes disconnected to filter, following leaking.